Event description:
It was reported via clinic notes received that pt has been experiencing an increase in seizures from about one per month to almost daily over the past few months. The physician has increased the pt's keppra. The physician believes that the pt's generator may be approaching end of service even though the end of service indicator is "no." Diagnostics are normal as per the physician. The pt's generator has been replaced and is currently being returned. Attempts for further info have been unsuccessful to date.

Event description:
Analysis of the patient's explanted vns generator has been completed. The generator was confirmed to not be at end of service. The generator performed to specifications and no anomalies were found.

Event description:
Additional information was received indicating the patient only recently began seeing the current physician and therefore the patient's pre-vns baseline seizure frequency is unknown. No external factors are believed to have caused or contributed to the patient's increase in seizures. The physician attributes the increase in seizures to the generator approaching end of service. The patient's explanted generator has been returned and is currently undergoing analysis.